Event description:
It was reported that a malfunction occurred with the error code malf 0. Customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.